Event description:
Customer reported that intermittently system would not boot up fully before using system in the morning, necessitating system reboot. Upon successful reboot, system functions properly for the rest of the day. No patient involvement reported.

Manufacturer narrative:
Gehc service personnel are currently investigating this matter.